Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital after the device implant procedure, error message was observed. The device was reset, and programming changes were made successfully. The patient was stable.